Event description:
Customer reported his insulin pump alarmed failed battery test. Customer's blood glucose is 125 mg/dl. Customer was advised of the possible causes of the alarm. There is a crack on the battery tube threads. Customer stated he will go to the store and buy new batteries and determine whether the device is malfunctioning or if it is just a battery issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.